Event description:
On (B)(6) 2023, information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indi cations for use. The caller stated that they were seeing settings not available (59) on group a. Caller stated they have tried resetting the controller several times and that did not resolve. Caller stated that they started noticing something was wrong; their body was not feeling the same: sluggish slow and sore and they thought that maybe the implant was discharged. But when they checked with the controller they saw this message. Caller stated they texted the rep who redirected them to call patient services. Agent did not ask about the circumstances that led to the reported issue. Agent reviewed with caller that this issue was not related to the external equipment. Agent offered to walk caller through trying another group but they only have one group: a. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.  On (B)(6) 2023, patient reported that device was not working and they were in pain today. The pt could not adjust their therapy for they were getting settings not available. On (B)(6) 2023, additional information was received from the patient (pt). The pt reported that they contacted a medtronic rep and met with them. The pt reported that the rep said an electrode "went out"/stopped working on a lead in their back. The rep reprogrammed their scs and nothing else was done. The issue was resolved on (B)(6) 23. On (B)(6) 2023, additional information was received from the patient. Pt called back stating their stimulator was not working for it was doing the same thing the last time when they called about the issue on (B)(6) 20th. Pt said they were getting not getting stimulation and was getting settings not available. Pt said they were not feeling any stimulation at all and they could not adjust anything. Pt was redirected to their hcp.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.